Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the not properly performing device reprocessing (not brushing the balloon channel) could not be determined, however, the issue was likely the result of the user facility not following the deceive reprocessing instructions in accordance with the IFU. The event can be prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an olympus endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the client was not brushing the balloon channel with any of the ebus scopes and had not ordered the bw-400b channel brush. Ess provided the client with the reprocessing wall chart for the bf-uc180f and the bf-uc190f, and provided the client with the brush model bw-400b. Ess also recommended the facility to order the bw-400b brush and to inform ess when the item is delivered so ess can return provide an in-service on how to properly use the brush. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility staff asked questions concerning reprocessing of the bf-uc180f and be-uc190f, when an olympus endoscopy support specialist (ess) was visiting the user facility. During this conversation it was discovered that the user facility staff was not brushing the balloon channel with any of the ebus scopes and had not ordered the bw-400b channel brush. No patient infections or injuries reported. Related patient identifier: (B)(6).